Event description:
It was reported ongoing intermittent occlusion alarms occurred, each resulting in the customer's blood glucose level displaying as "High"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer continued to use the pump for insulin therapy with a backup plan if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.